Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and was difficult to position. A new lead with different model was implanted. There were testing done and x-ray. No additional adverse patient effects were reported.